Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device had stopped working. During the procedure, it was noticed that the balloon was empty and a fluid loss from a hole in the cuff was confirmed. No patient complications were reported.